Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A manufacturing record evaluation (mre) was performed for the finished device number 6476912, and no non-conformances related to the reported complaint were identified. On 5/2/2019, the mentor failure analysis lab has received the device for evaluation. Concomitant products: mentor memorygel breast implant 425cc , catalog 3504251bc, serial number (B)(4), lot 6477892. On 5/13/2019, during evaluation of the sample it was discovered a tear running from the posterior aspect to the anterior measuring approximately 11.5 cm. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were discovered. Since the second product received is a concomitant device, no further analysis is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A possible cause for the condition reported is due to excessive force to the chest; trauma; compression during mammographic imaging; and severe capsular contracture. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a patient underwent breast surgery with mentor memorygel breast implant 425cc. Now this patient presented with left side breast implant rupture. As a result, the device was explanted, and replaced with mentor memorygel breast implant 475cc on (B)(6) 2019.